Event description:
Event description guidant received information that this implantable transvenous defibrillation lead exhibited high pacing impedance and elevated pacing threshold measurements. The r-waves have been fairly consistent at 7-5 mv, now at follow up, they are 5.9 mv. There is no noise on any of the electrograms on recent appropriate therapy episodes. ,